Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported getting a blank screen on their freestyle flash meter as they tried to turn the meter on by pressing a button or inserting a test strip and as a result of being unable to test, experiencing diabetic coma. The customer was reportedly taken to a local health care facility by her husband where she was diagnosed with hypoglycemia and treated with unknown "shots" and food to counteract the event. The customer also self-treated with orange juice and glucose tablets. There was no report of death or permanent impairment associated with this medical event.